Manufacturer narrative:
(B)(4). Additional information: this report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 3006425876-2016-00142. Device evaluation: the reported complaint of a kinked guide wire and dilator during insertion could not be confirmed. One dilator with a white hub was returned for evaluation. The guide wire was not returned. Upon visual examination there is a slight bend in the dilator body and the dilator tip is damaged. The length of the dilator body is 4.48" from the bottom of the hub to the distal tip. This is within specification of 4.25- 4.75" per dilator graphic. The internal diameter (ID) of the dilator tip could not be accurately measured due to the damage observed. Other remarks: the instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during insertion. The change history of the dilator for the past two years was reviewed and confirmed that there have not been any changes to the resin material. The device history records were reviewed with no evidence to suggest a manufacturing related cause. Therefore, the probable cause of this complaint issue could not be determined based upon the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the doctor stated that the dilators seem softer than usual and as he tried to push it over the guide wire, both the dilator and the wire bent. As a result, the doctor made a bigger skin cut and managed to push the catheter in despite issues it is not known if this issue caused a delay, however, there was no death or complications to the patient as a result of this occurrence.